Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, two episodes of non sustained oversensing and one episode of sustained oversensing was observed caused by noise on the ventricular channel. Inappropriate atp was delivered. The noise could not be reproduced. All electrical parameters were stable and ok. System will be reviewed in the future. Patient is in good condition.